Event description:
On august 10, 2006, the laser-user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately. The medical affairs specialist attempted to speak to the patient on august 16, 2006, but was unwilling to provide further information. Prior to dinnertime at 5:22 pm in 2006, the patient tested her blood glucose on the reported meter and got "420 mg/dl." The patient then took a prescribed dose of insulin. The type and dose of insulin taken is unknown. At the time, the patient did not have any symptoms of high or low blood glucose. Almost 20 minutes later, the patient got up from a table and almost collapsed. She retested her blood glucose at 5:41 pm and got "56 mg/dl". The patient treated herself by drinking soda. She retested again at 6:50 pm and got "56 mg/dl". It would have been helpful to know what type of dose of insulin the patient took at the time of concern, and when her symptoms were relieved. The customer care advocate (cca) noted that the patient was using a correct technique for testing with the reported meter. The test strips were in good condition and the meter was coded properly. The meter, test strips, and control solution were replaced.this complaint is being reported due to the following conclusion: the patient obtained a relatively elevated blood glucose result on the meter, self-administered insulin, and then almost collapsed within 20 minutes later. The patient then obtained a blood glucose reading of 56 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<=20 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter of strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.